Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.

Event description:
Healthcare professional later reported granuloma, silicone in their animation deformity, asymmetry, lump nodes, granuloma, changes in finger color and stiff joints (arthralgia) and numbness in their arm and leg (not device related). Healthcare professional later reported capsular contracture, baker grade ii. Device has been explanted and replaced.

Event description:
Healthcare professional reported "ruptured, recalled implant, grade 2/3 capsular contracture". Healthcare professional later reported "rupture", capsular contracture baker grade ii, "mild asymmetries", "pseudo ptosis" which is not device related, "animation deformity" "silicone lymphadenopathy", "fatigue" which is not device related, "changes in finger color" which is not device related and "stiff joints" which is not device related. Patient later reported "silicone in their lump nodes, granuloma, pain" and "numbness in their arm and leg" which is not device related. Partial capsulectomy was performed. This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed two openings through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ lymphadenopathy: unable to observe through visual inspection as it is a physiological phenomenon. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ fatigue: unable to observe through visual inspection as it is a physiological phenomenon. ¿ granuloma: unable to observe through visual inspection as it is a physiological phenomenon. ¿ other - medical: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis non penetrating nick and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "ruptured, recalled implant, grade 2/3 capsular contracture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade ii/iii.